Event description:
Four cooper surgical pneumo-matic insufflation needles were opened and tested with leaks discovered in the unit's integrity. Surgeon tests needle by occlusion prior to utilizing needle. Dates of use: (B)(6) 2017. Diagnosis or reason for use: laparoscopic hysterectomy.